Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6)2014. Patient also reported that when patient got up to use the bathroom, patient passed out, hitting their head. Patient's husband was unable to revive patient and called 911. Patient's husband was feeding patient syrup before paramedics arrived. Patient believes paramedics administered glucagon. Patient stated bg reading was 29. Patient was not taken to the hospital, but treated at home. No further injuries or medical intervention were reported at the time of the call to dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, it was noticed that the adverse event reported in section b had previously been captured under MFR report #3004753838-2014-32863 received by the FDA on (B)(4) 2014. No additional event or patient information is available.